Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Customer&#38112;blood glucose level was not impacted. The customer was able to load a new cartridge successfully.